Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. It was reported that the drive support cap was flat. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Compromised force sensor system alarm during basic occlusion test due to loose or protruded drive support disk. Unable to perform occlusion test and excessive no delivery test due to loose drive support disk. Device received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot, missing end cap sticker and stained address or serial number label.

Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted.